Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2016, a 29mm epic valve was successfully implanted. On (B)(6) 2022 the valve was explanted due to a structural valve deterioration by tear. It was replaced by a non-abbott valve (mitris resilia). The patient is currently stable. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Explant of the valve due to a leaflet tear was reported. The investigation found that the cusp 1 and 3 were torn. There was thinning and loos of collagen fibers in all three cusps. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at the tear site, which could have contributed to the formation of the tear. There is no indication of a product quality issue with regards to manufacture, design, or labeling.h6 medical device problem code:code 1153 removed.